Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred whle operating the artis zee ceiling. During an interventional surgical procedure, no fluoro was available. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an ias hardware error. Investigation of the application event log showed that no signals (swr pulses) are sent to the x-ray generator to produce radiation. In depth investigation of the ias-a specific log file showed that the image hard disk showed an uncorrectable write error because it disappeared from the system without first being prepared for removal and it did not respond within the timeout period. This kind of image hard disk failure occurred intermittently beginning at 8:43. Until 9:55 the image hard drive was disappearing and re-appearing often and the mentioned write errors are prevalent. After the restart of the application the ias-a hardware inventory log file showed that the image hard disk failure was permanent. The ias hard disks and the related cables have been replaced and system functionality was restored. No further corrective action in the field is planned based on the present event.